Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving readings of 2.4 mmol/l and 2.7 mmol/l followed by consecutive readings of 'lo' (reading < 2.2 mmol/l). Customer self-treated with juice and bread, and the low readings persisted. Customer self presented to a hospital where readings of 39.2 mmol/l and 35.4 mmol/l were obtained on the hospital device as compared to a reading of 3.7 mmol/l obtained on the sensor. Customer was kept for monitoring and treated with insulin via injection. There was no report of death or permanent injury associated with this event.